Manufacturer narrative:
(B)(4). Lockout f9ha26. The analysis results found that device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9jn62, mfg date: 3/18/2010; exp date 2/18/2015.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the handle remained closed after firing on the first device. It is unknown if the device was on tissue and how it was removed. A second device was used and the clip that was fired broke. It is unknown how the procedure was completed. No patient consequence was reported. No other details of the event are presently known.